Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was black and there was no signal. Nihon kohden technical support had customer shut down and disconnect second monitor and reboot, then go into software. Once the bme confirmed that the primary screen loaded software as normal, tech support had them shut back down and connect the second monitor and boot back up. They were then able to get both monitors to load the software. At this point, the bme noticed that the screens where positioned backwards. After moving the monitors to the correct locations, they were able to monitor patients in the manner they preferred. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was black and there was no signal. Nihon kohden technical support had customer shut down and disconnect second monitor and reboot, then go into software. Once the bme confirmed that the primary screen loaded software as normal, tech support had them shut back down and connect the second monitor and boot back up. They were then able to get both monitors to load the software. At this point, the bme noticed that the screens where positioned backwards. After moving the monitors to the correct locations, they were able to monitor patients in the manner they preferred. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was black with no signal. No patient harm reported. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) assisted the customer in resolving the issue by booting up the device with the primary screen only and then rebooting the device with the secondary screen. After both screens were displaying information, the customer indicated that the displays were reversed. Nk ts assisted the customer in correcting the displays. Another report (79686) was made by the customer regarding the secondary monitor of this device on the same day. Unlike this complaint, the secondary monitor would not power on. It was identified that the power brick had failed. There were no further reports of secondary monitor issues after these two tickets. Based on the available information, a definitive root cause could not be identified. However, as the secondary screen had power and was indicating that it was getting no signal, the issue may likely be due to the connection of the display screen and the cns. Possible causes of the issue are loose cables, damaged/defective cables, defective intermediate component such as switch.

Event description:
The biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was black and there was no signal. Nihon kohden technical support had customer shut down and disconnect second monitor and reboot, then go into software. Once the bme confirmed that the primary screen loaded software as normal, tech support had them shut back down and connect the second monitor and boot back up. They were then able to get both monitors to load the software. At this point, the bme noticed that the screens where positioned backwards. After moving the monitors to the correct locations, they were able to monitor patients in the manner they preferred. No patient harm reported.